Event description:
It was reported the customer tried to put air in the cuff during the pre-use check, but the cuff would not be inflated. No patient injury or clinical affects was reported. No additional information is available for this complaint.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Lot number, expiration date and device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Six (6) photos and two (2) samples were received in used conditions without the original packaging. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination, tears in the balloon were identified. A leak test was performed, and the cuff failed to inflate, the samples did not pass the test. The complaint was confirmed. A suspected root cause was due to production personnel not following procedures. A device history record (DHR) review showed there were no issues or nonconformances reported during the manufacturing of the reported lot number. Awareness of this failure has been made to all production personnel and the manufacturer will continue monitoring this failure condition in this product for threshold or escalation.